Manufacturer narrative:
The investigation into the purge sidearm leak has been completed. Neither the product nor the data logs were returned for investigation. However, the clinical information was sufficient in determining the root cause, given the results of prior failure investigations. It was concluded that the cause of the purge leak was sidearm yellow luer damage due to sodium bicarbonate use. The failure modes will be monitored and trended. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 52 year-old female with an impella 5.5 device for mechanical circulatory support. It was reported that there was a crack on the luer lock and and leaking noted in the purge sidearm retainer. There was bicarbonate running in the purge. A purge bypass was performed. There was no patient harm reported.